Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007, and alleged his one touch ultrasmart meter was giving inaccurate control high results. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred four days before, at 10am. He also reported that he felt nauseated, shaky, and hot after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require medical treatment. The pt provided the control solution results of 154 mg/dl, and 161 mg/dl with the range of 95-127 mg/dl. At the time of troubleshooting, it was verified that the meter was set in the correct unit of measurement (mg/dl) and that it was coded correctly. However, it was discovered that the pt was not using the correct control solution (use error). Note: treatment is not to be based on control solution results. There is no allegation of inaccuracy of the blood glucose results, however, this complaint is reported because the pt experienced symptoms associated with low blood glucose after the alleged issue began. Replacement products were sent to the lay user/pt.